Event description:
It was reported that during a meniscus repair surgery, t2 anchor of the ultra fast fix was not secured and pulled out. The procedure was successfully completed with a backup device and no significant delay was reported. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one 72201491 curved ultra fast-fix assembly devices used in treatment, was returned for evaluation. The information provided states: ¿during a meniscus repair surgery, t2 anchor of the ultra fast fix was not secured and pulled out¿. Visual assessment showed depth limiter cut to surgeon¿s desired length. The delivery needle was bent. One of the ts was returned free from delivery needle with cut suture. An exact root cause cannot be determined, however factors that may affect device functionality include: excessive force and proper use of device. The instruction for use states device, ¿do not bend delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.